Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope on more than one occasion. In response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was initially prophylactically reprogrammed and later replaced. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality the ipg was explanted and replaced to preclude harm to the patient. Follow up revealed that after the device replacement, the patient continued to experience syncope and the physician suspected the syncopal episodes were related to patient condition. No further patient complications have been reported as a result of this event.